Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). The livanova field service representative investigated the device and could confirm the reported issue. The device was replaced with another one. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console control knob was loose and difficult to turn. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.